Event description:
Reporter was unable to read any info from the test strip drum for the glucose monitoring device. Reporter alleged the info on the test strip drum was completely rubbed off. Reporter indicated the information on the test strip drum was obatained from a vial from the same box. A request was made for the return of the suspect product and replacement product was sent.